Manufacturer narrative:
Additional patient code (description): 1690/abscess exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
The clinician reported that almost 2 months after the dental implant was placed in the mouth, the implant did not osseointegrate in type ii bone. Clinician reports the patient's infection, abscess, insufficient bone quality/quality, pain and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).

Manufacturer narrative:
Additional patient code (description) in f10: 1690/abscess. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Follow up being sent to justify the absence of the lot number. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
The clinician reported that almost 2 months after the dental implant was placed in the mouth, the implant did not osseointegrate in type ii bone. Clinician reports the patient's infection, abscess, insufficient bone quality/quality, pain and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).

Manufacturer narrative:
Additional patient code (description) in f10: 1690/abscess. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 2 months after the dental implant was placed in the mouth, the implant did not osseointegrate in type ii bone. Clinician reports the patient's infection, abscess, insufficient bone quality/quality, pain and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.